Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leak from the foley catheter. After insertion, it came out during a change in the patient's position during the surgery. Since it's orthopedic surgery, if any part of the patient falls out midway, the health professional has to reset the patient's position. That's a lot of extra work. Reset to 553.